Manufacturer narrative:
Cmp-(B)(4). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total right knee arthroplasty, the device was not assembling with the mating implant. Another device was used to complete the surgery. The device did not fracture during this event.

Manufacturer narrative:
(B)(4). The reported event is confirmed. Products were returned; therefore, the visual inspection of the returned products identified nicks and gouges on the inferior side of the device. Additionally, the dovetail feature was also flared. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.